Event description:
It was reported that the insulin pump does not vibrating. Customer was at training and a self test was performed and it did not vibrate. Customer stated the vibrate mode is off; she was advised on setting the vibrate mode to on. Self test was performed again and customer stated the insulin pump did not vibrate during the vibrate test. Blood glucose value is 179 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump failed to vibrate during the self test due to a broken black vibrator motor wire. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.